Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-00282.

Event description:
Customer reported that she had unexplained high blood glucose, heart attack and dka. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was over 500 mg/dl when paramedics arrived, but at the hospital the blood glucose reading was 1070 mg/dl. Customer stated that her transmitter was not working it was not giving the correct readings. Customer stated that while she was hospitalized her blood glucose dropped to 27 mg/dl and was treated. Nothing further was reported.